Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/30/15- pfs and medical records received. Pfs was received for the left hip. Medical records included bilateral hip information. Revision surgical report noted there was a loose section of the anterosuperior acetabular rim which was free floating and new component was implanted and secured with 5 screws for stability. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 21, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/09/2015- litigation papers received. Litigation alleges pain, disability, impairment, loss of range of motion, metallic and other particulate contamination of the blood. The doi was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 07/21/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 12/17/2014 - medical records received. Patient was revised to address metallosis and elevated metal ion levels. Upon revision, a fluid collection was noted. The stem is being added to the complaint. The stem remained in situ.

Event description:
Asr revision reported via sales rep, asr xl, left, reason(s) for revision : hip pain. The head details have been reported as per der however no lot number was supplied for the sleeve and number 999804530 does not exist and the lot number supplied is for a size 50 cup. Reporting cup as unknown.